Event description:
The reporter stated that the patient was a (B)(6) man who works as a heavy laborer. He tripped while carrying a 50lb bag of cement and the cement bag also landed on his back. He claimed to hear a loud snap at the time of impact. The doctor took MRI's and decided that the screw shafts in the s1 level had separated from the screw heads so he decided to remove them. Upon removal, he discovered that the inner collets in the screws had shattered and the shaft had indeed come out of the screw head. The patient had already fused in the top levels and possibly the lowest level also, however the fall might have fractured at the l5 - s1 level. The reporter stated that the surgeon performed a removal of coral implants. The implants had been implanted on (B)(6) 2009 at the same hospital. The screws were at l4, l5, and s1, all extended tab screws. Two were 7.5mm diameter by 50mm length and the other 4 were 7.5mm diameter by 45mm length. Also explanted were two 80 mm prelordosed rods and six locking caps. Everything was removed without issue.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.